Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure they were stapling across the stomach. The device staples did not completely form, but cut tissue, they used a like device to complete the case. There was no pt consequence reported.